Event description:
In 2008, this pt was treated for an abdominal aortic aneurysm and implanted with the gore excluder aaa endoprosthesis. Post operative imaging revealed the pt to be experiencing a proximal type I endoleak and poor wall apposition between the aortic wall and trunk-ipsilateral leg component. Imaging demonstrated the pt's aorta to be outside of treatment range for the gore excluder aaa endoprosthesis. The aortic neck measured at 18.76mm and 15mm distal 23.18mm resulting in a reverse taper. In 2009, a reintervention was performed whereby an additional aortic extender component was implanted to treat the endoleak. The initial endoleak appeared to have improved but a small possible type ii remained. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.